Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice experienced a system error 2240 (air in set/line) alarm. The alarm occurred during dwell four of seven of peritoneal dialysis therapy. The patient was connected at the time of the alarm. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with them. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned for analysis; therefore, no evaluation could be performed. Should additional relevant information become available, a supplemental report will be submitted.